Event description:
It was reported the sensing integrity counter was > 14000. The device was probably double counting pvcs (premature ventricular contraction) according to the technical services consultant. No integrity issue was currently identified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.